Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels thirsty, denies the need for medical attention. The customer's expected blood results are 119-130mg/dl fasting. Verified test strips expire 06/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 157mg/dl and 163mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: customer concerned with results of 344,377,318, and 288 mg/dl customer calling concerned her meter is providing a result of 198 mg/dl nonfasting this morning (B)(6) 2015 that customer considers high for her , customer performed a back to back blood test using her boyfriend's meter and received a reading of 229 mg/dl .customer is not able to identify the time and date from the memory of the meter . Customer is following her physician suggestion to monitor her blood glucose results within 30 minutes of meals and snacks.